Manufacturer narrative:
(B)(4): testing confirmed that the "up" and "down" keys have intermittent response on button press. Pump returned with torn keypad the keypad was removed to investigate and evidence of keypad contamination was located under the "contrast", "up" and "down" contact buttons.

Event description:
On (B)(6) 2012, the reporter contacted the animas corporation and claimed that for about a month, the up arrow button was hard to push and the down arrow button was unresponsive. The keypad had a crack in it exposing the up and down arrows. The patient said the crack and the unresponsive buttons occurred around the same time, but is unsure which occurred first. The patient reportedly wore the pump attached to the waist exterior to garment and did not clean the pump. The reporter denied any trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.